Manufacturer narrative:
H.6. Investigation: customer returned (1) open pen needle without the tear drop label, inner shield, or outer cover. Customer states that her sister stuck her finger with the needle while trying to assist. The returned pen needle was tested and the sample was able to securely attach and easily detach from a pen without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that a dirty needle stick injury occurred with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported that sister of consumer stuck her finger with needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a dirty needle stick injury occurred with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported that sister of consumer stuck her finger with needle.